Manufacturer narrative:
Device used for treatment and not diagnosis. Device returned: date unknown. The manufacturing documents were reviewed and no complaint related issues were found. Reliability engineering evaluated the device, and the reported problem could not be confirmed; the device was found to be functional during testing. However, it was observed that the housing and gauge of the device exhibited damage that was consistent with it having been mishandled or dropped. We recommend that the user review the handling procedures in their user's manual in order to prevent a recurrence.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
It is reported on (B)(6) 2012 during a total knee replacement surgery the battery reamer drill stopped working. Reportedly the device was initial working and malfunctioned during the procedure. There was an approximately 15 minute delay in the procedure while another drill was prepped. The surgeon used the second drill to complete the procedure with no further problems reported. This is 1 of 1 report for this event for complaint number (B)(4).